Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been lost to follow up and presented in clinic, the pulse generator could not be interrogated. No additional information was available. The device remained implanted.